Manufacturer narrative:
Insulin pump received with no button response due to flattened button dome switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response.

Event description:
Customer reported via phone call that the esc and act buttons were unresponsive. Customer's blood glucose was 263 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.